Manufacturer narrative:
Findings: pump received with normal operating currents and passed all functional testing including the self-test, unexpected restart error, displacement, rewind, basic occlusions, occlusion, prime and excessive no delivery tests. No excessive no delivery alarm noted. Pump received with partially broken reservoir tube lip, reservoir tube missing o-ring, case cracked at the display window corner, minor scratched lcd window, and scratched reservoir tube window.

Event description:
The customer reported via phone call that they had high blood glucose but not hospitalized. Customer's blood glucose at time of incident was 568 mg/dl. The customer was treated for high blood glucose with manual injection. Customer was assisted with changing her time. Customer was advised to check her setting for accuracy by the health care provider. The customer was informed that we will replace the infusion set. The customer reported via phone call indicating that the insulin pump had damage. Customer's blood glucose at time of incident was unknown. Customer stated there is broken piece on top of reservoir compartment. Customer does not know how the damage occurred. The customer was advised to discontinue use of the device and revert to backup plan. Customer was advised that the device would be replaced.